Manufacturer narrative:
According to the patient, "the tubing is not staying in the machine. When the machine is turned on the vibration causes the tubing to fall out and can't be used." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the patient, "the tubing is not staying in the machine. When the machine is turned on the vibration causes the tubing to fall out and can't be used."